Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead failed to sense. The lead was capped and replaced in (B)(6) 2022. There were no patient consequences.